Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider via the pro pharma group. It was reported by the patient's nurse that there was "no kink in the patient's pump, and no issue with the pump."

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), and a manufacturing representative regarding a patient who was taking lioresal (concentration of 2000mcg/ml and a dose of 516mcg/day) for intractable spasticity, and spinal cord injury/spinal cord disease. On (B)(6) 2016 it was reported that the hcp reported a change in therapy. An x-ray showed a catheter kink at l3-l4. The patient's wife was concerned the pump was not working. The patient was experiencing exacerbated stiffness, difficulty with gait, and falling a lot. The patient recently had toe surgery. The toe was red, swollen and purple but no infection was found. On (B)(6) 2016 it was reported that side port aspiration of catheter was already completed, and revealed no issues. Expected reservoir volumes were normal on last few refills. All bloodwork was normal. Urine analysis was normal. Head CT was normal. The patient status was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.